Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth fire, creating gastric pouch they used gold reload with seam guard. Held compression for thirty seconds and found the firing of the device to be very difficult after first stroke. This was the second gold reload used on stomach and tissue did not appear any thicker than when they fired the first gold load. The staple line was oozing and staples did not look as proper. On the next firing, the stapler became even harder to fire and they removed it from field. The stapler was cleaned between each fire and thirty seconds of compression was applied. Leak test was conducted with no issues. There were no patient consequences. Case completed with another device of the same product code.